Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 5.5 years to 1 year in a 2 year time period and shows a power consumption of 171%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 5.5 years to 1 year in a 2 year time period and shows a power consumption of 171%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information indicates the device was explanted and replaced. There is no information regarding the device return status at this time. No additional adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 5.5 years to 1 year in a 2 year time period and shows a power consumption of 171%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information indicates the device was explanted and replaced. There is no information regarding the device return status at this time. No additional adverse patient effects. Reportedly, the device should be returned, however, the health care facility does not seem to have the device. Further information on the device return status has been requested.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from 5.5 years to 1 year in a 2 year time period and shows a power consumption of 171%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information indicates the device was explanted and replaced. There is no information regarding the device return status at this time. No additional adverse patient effects. Reportedly, the device should be returned, however, the health care facility does not seem to have the device. Further information on the device return status has been requested. Information received from the clinic indicates the device is not able to be located, therefore it is not expected to be returned.